Manufacturer narrative:
H.6. Investigation summary: "material #: 367856, lot/batch #: 2321372. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed relating to stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes burst causing leakage. The following information was provided by the customer. There is no open cap on the blood drawing test tube. After the blood is collected by vacuum suction, it is sent to the laboratory by air delivery. The test tube bursts open during the air delivery process, causing the blood sample to flow out.